Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00120, and 3007963827-2020-00121. Concomitant medical devices: femur cemented cruciate retaining (cr) narrow left size 6, catalog#: 42502006001, lot#: 63878209. Tibia cemented 5 degree stemmed left size d, catalog#: 42532006701, lot#: 63727672. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately two years post implantation due to ongoing pain, swelling, and instability. During the revision, the surgeon noted that the patient had extreme lateral laxity. A broken tibial screw was noted and removed. All components were exchanged for competitor product. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g4, g7, h2, h3, h6, and h10. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no complication was noted during the initial surgery. 6-month after post ops, the patient's tendon started catching the implant and experiencing swelling, 90 degrees locked angle, so the patient underwent mua and cleaned up the scar tissue. Day after manipulation, the tendon caught again, and they went in and released the tendon and replaced the bearing with a more stabilizing one. After the poly exchange, the patient reported that she experienced swelling and buckling; the bone scan shows loosening. Patient also mentioned she has metal allergies. So the patient underwent surgery for pain and instability. At the time patient was informed that she had lateral laxity. Still, we were unable to revise the tibia component secondary to a bent tibial screw. Patient noted to be extremely lax laterally, all components removed without complication, broken screw identified, and removed from the medullary canal. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.